Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 24x3.50mm promus elite drug-eluting stent was selected for use. However, when the device was taken out from the hoop, it was noted that the shaft snapped in half. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.